Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced elevated pump power spikes at home. The patient was reportedly asymptomatic. Patient was on heparin at time of event and was treated with persantine. Log file analysis showed unsustained power and flow elevations on (B)(6) 2019. The power and flow returned to baseline levels. There were no other unusual events reported with the event history. It is reported that vad parameters are back to baseline, with stable ldh and no clinical sign of thrombus or heart failure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported elevations in pump power/estimated flow were confirmed via the log file data provided by the account. The submitted log file contained relevant data spanning from (B)(6) 2019 at 12:01:27 to (B)(6) 2019 at 09:38:41, per the timestamp. An elevation in pump power/estimated flow was captured on (B)(6) 2019, beginning at 07:20:38, and the parameters returned to the baseline at the end of the log file. A specific cause for the change in pump parameters cannot be conclusively determined. The heartmate ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information regarding recommended anticoagulation therapy and inr range is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.